Event description:
Event description guidant received information that a routine holter study conducted on this patient revealed inappropriate loss of ventricular capture. Additionally, pacing was observed at a rate of 90ppm; despite a programmed rate of 60ppm. The device was explanted and replaced without further incident. On july 18, 2005 guidant issued a notification letter to physicians describing various clinical behaviors associated with an identified failure mode that could compromise therapy delivery several years post implant. On january 21, 2006, guidant issued another physician notification, which identified a second population of devices that may be susceptible to the same failure mode; this device was included in the second population.